Manufacturer narrative:
The catheter was returned for evaluation and the complaint was confirmed. A visual inspection revealed a hole at the hub to lumen junction that is not visible without bending the catheter. The catheter leaked when flushed. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation showed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The process includes a 100% leak test that would have detected any leak or weakness of the material if it existed at the time of manufacture. The device was implanted for almost 2 years before the issue occurred. An implanted catheter is exposed to many variables for which the manufacturer has no influence or control. We are unable to determine the cause or factors that may have contributed to this event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2021, the clamp on the a side was damaged at another hospital (the clinic the patient went to for dialysis), and the clamp was replaced. (B)(6) 2021, when they checked the catheter because there were many alarms during dialysis at another hospital, it was referred to this hospital because there was a crack. When the catheter was checked at this hospital after this patient visited, a crack was found at the connection between the hub and the catheter. When the gauze was applied, it soaked through the gauze a bit by bit gradually.